Event description:
During a notchplasty procedure while utilizing a full radius blade,5.5mm,ser 3000, it was reported that the blade was shedding into the joint. Approximately 50 percent of the shavings were removed using suction and another shaver. The patient¿s bone quality was normal. The patient¿s condition post procedure was reported as good.

Manufacturer narrative:
Device evaluation: one returned blade was evaluated for the cause of shedding. Blade exhibited some friction associated with a protrusion at the tip radius transition. A rework has been implemented for this condition on the inner blade edgeform associated with this assembly. The rework plan requires all fabricated edgeforms to be reworked in order to eliminate the protrusion at the tip radius, which is the cause of the problem. The returned assemblies were fabricated prior to the rework, which is currently in place. No further investigation is warranted at this time. (B)(4).